Event description:
Boston scientific received information that shortly after the implant procedure it was noted that the right ventricular (rv) lead had dislodged. A reposition procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this event will be updated.